Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a procedure to address device pocket erosion due to an infection, the device entered backup vvi mode. The physician alleged the infection was not related to the implant procedure or the device. Additionally, the physician suspected the backup mode was due to a magnetic resonance imaging (MRI) scan or electrocautery used during the procedure. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.